Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site. The part was discarded by the site and no analysis was possible. Not returned to manufacturer.

Event description:
A medtronic representative reported that the reference frame arm on the navigation system would not tighten. There was no patient present when this issue was identified.